Event description:
It was reported that the right ventricular (rv) lead dropped a qrs beat resetting the number of intervals to detect (nid) counter on the device. There was a non-sustained ventricular tachycardia episode with v-v intervals within the ventricular tachycardia (vt) and ventricular fibrillation (vf) therapy zone, but the nid for therapies was not met when the counter was reset. No therapies were delivered and the patient experienced syncopal episodes. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.